Event description:
It was reported that hypotension occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. The closure device was implanted successfully in the laa of the patient. There was a sudden drop in blood pressure after the device was deployed. However, no effusion or rhythm issue were noted. Air embolism was suspected to be cause of the hypotension but no air was observed. Additionally, the hypotension was resolved spontaneously after a few minutes and the procedure was completed.